Event description:
Boston scientific crm received information that this right ventricular lead had intermittent poor sensing. Additionally, there was intermittent capture and some impedance measurements greater than 2500 ohms. A lead fracture was suspected. The patient was on the do not resuscitate list; therefore, the lead remains implanted.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.